Event description:
Pt began having pain in left anterior shoulder area following last chemo treatment. Md sent pt for x-ray, discovered leak, and arranged for surgical consult. Pt was taken to or and tubing of porta-cath was changed.